Event description:
Prior to a coronary drug eluting stenting treatment procedure the labeling of the device did not correspond with the actual product. In 2005, during preparation of the device, it was noticed that the box label of the taxus express2 drug eluting stent read 2.75 x 32 mm but the actual product size was reported as 3.0 x 16 mm. There were no reported pt complications and the procedure was successfully completed with another of the same device.